Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 267 (mg/dl). Customer stated the elevated bg level was due to recently eating a snack. A manual injection was delivered to address elevated bg level.